Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (service code displayed) has been confirmed.  Upon investigation the monitor displayed a service code 204 (belt/monitor unusable). The monitor's electrode belt receptacle was pulled from case, damaging wires within the receptacle. The cause of the service code 204 (belt/monitor unusable) is the damaged receptacle. The root cause for the damaged receptacle was excessive force. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a monitor displayed a service code.